Event description:
An optometrist reported a pt with epithelial erosion, secondary to dry eye syndrome, three and a half months following lasik treatment in the left eye. The pt reported severe pain upon awakening. Additional information was received form the optometrist, who indicated the pt was seen the next day and was diagnosed with recurrent corneal erosion. The bandage contact lens was left in place. The pt reported the pain was improving but he had decreased uncorrected vision. In a follow up with the center director, she indicated the pt was seen on (B)(6) 2014 and the event had resolved. She also reported when the pt was seen on (B)(6) 2014 for postop exam, he was noted to have dry eye and was prescribed cyclosporine ophthalmic emulsion eye drops. When the pt was seen on (B)(6) 2014, the date of the event, he had not been using the prescribed drops. According to the center director, the optometrist feels this is the reason for the epithelial erosion. The center director also reported that on the date of the event, a bandage contact lens was placed on the eye and the pt was prescribed antibiotic drops.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).